Event description:
The healthcare professional reported that a patient¿s device was removed to ¿non-integration/dislodgement.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that there was no dislodgement, but the system was ineffective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.